Manufacturer narrative:
Product analysis: analysis was able to confirm display was unresponsive to the stylus. The bezel and overlay assembly were replaced and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top half of the programmer display was unresponsive to the stylus. The programmer was returned to service. There was no patient involvement.